Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited frequent blockage alarms during priming. There was no patient involvement; no injury was reported.

Manufacturer narrative:
One device was returned for analysis. The service history review confirmed that there was a record of the high-pressure alarm occurred continuously. Functional and visual inspections were performed; however, the reported issue could not be duplicated. The occlusion pressure detection level was within the standard. The probable cause appears to be a possible faulty downstream sensor or cassette product. The downstream occlusion sensor was replaced. A review of the service history revealed no indication that the reported issue was related to any service performed on the device during the review period.